Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a strata valve. It was reported that the patient's son kicked him in the head at the site of the implant, and that the valve keeps switching settings. The healthcare professional (hcp) has adjusted the valve three times and believes the device was damaged by impact and would like to replace, but the patient has not yet consented. The patient noted they haven't been in close proximity to strong magnets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the nurse practitioner, after they adjusted their shunt to a therapeutic setting, the patient felt much better.